Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg, ln 07k78-35, lot a.i.d.d longford, ireland to architect i2000sr, ln 03m74-02, serial (B)(6), abbott manufacturing irving, tx, USA. MDR number 1628664-2019-00526 has been submitted and all further information will be documented under that MDR number. H3: likely cause changed to the analyzer. Refer to 1628664-2019-00526.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no further patient information was provided. . Patient identifier: multiple = (B)(6).

Event description:
The customer reported false positive architect total b-hcg results for two samples on the architect i2000sr analyzer. Sample ID (B)(6): initial 1690.25 miu/ml and retest <1.2 miu/ml sample ID (B)(6): initial 4274.88 miu/ml and retest <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional information for section a, patient information: patient identifier: (B)(6), 40 year old female patient identifier: (B)(6), no additional patient information was provided. Report was updated with two additional discrepant result and patient information.

Event description:
The customer provided additional false positive architect total b-hcg results for two patients. Sample ID (B)(6), 40 year old female: initial 16618.20 miu/ml and subsequent sample (B)(6) on a second analyzer generated <1.2 miu/ml sample ID (B)(6): initial 27.23 miu/ml and retest <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Report was updated with an additional discrepant result and patient information.

Event description:
The customer provided an additional false positive architect total b-hcg result. Sample ID (B)(6), 61 year old female: initial 274.77 miu/ml and retest <1.2 miu/ml no impact to patient management was reported.